Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. We were unable to determine date/time of mode switch since the time of the mode switch is not recorded.

Event description:
It was reported that the device did not record the date/time of the first mode switch event that it recorded. The device is still in use. No patient complications were reported as a result of this event.